Event description:
Affiliate reported the device would not reprogram after implantation. As a result, a revision was necessary.

Manufacturer narrative:
Codman has requested the device be returned for evaluation. Upon completion of the investigation, a follow up report will be filed.